Manufacturer narrative:
Manufacturer¿s reference number: (B)(4) on (B)(6) 2021 mentor became aware that it erroneously omitted d7 (7a. Is this a single-use device?), d8 (8.was this device serviced by 3rd party?), and d9 (9. Device available for evaluation?) From the initial report submitted on march 4, 2021.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with 500cc mentor memorygel breast implants experienced bilateral rupture with ptosis post procedure. As a result, replacement with mentor gel implants was performed on (B)(6) 2020. See 1645337-2021-02310 for contralateral prosthesis report.